Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 746 mg/dl. The customer stated they were hospitalized for the high blood glucose (B)(6) 2014. The customer was assisted with the issue and was advised to reinsert the batteries then restart the pump. The customer was advised to back if they found any issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.